Manufacturer narrative:
(B)(4) product ID 3708660 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: (B)(6)2019 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller said a scan was being done for possible infection. The caller said the patient had the initial device revised a month after the implant and then replaced in (B)(6)2019, and now they are scanning again due to the same issue. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the infection has been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had an infection in their pocket and the doctor removed the ins and extension and left the lead. The explant happened on (B)(6) 2019 and the devices were being sent to the hospital for analysis. The products would be replaced with other products of the manufacturer around (B)(6) 2019 when the physician returned from being out of the country. There were no further complications reported.